Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl at an unknown concentration at a dose of 3500 mcg/day via an implantable pump for other failed back syndrome. It was reported that the patient had a refill yesterday and wanted to know if they push on the port, close to the tubing, if it would shoot extra medicine into her. The healthcare provider (hcp) wasn't sure the needle was in all the way, so she kept pushing the needle in farther. The patient got extremely sleepy 30 minutes after and blacked out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.